Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump stopped working. The buttons were sometimes unresponsive or did not react right away. His blood glucose level was 95 mg/dl. The insulin pump was exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The esc button did not respond due to moisture damage on the keypad trace. No moisture damage on electronics was noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.